Manufacturer narrative:
During a follow up on 3/3/2017, it was confirmed that the customer was released from the hospital on (B)(6) 2017. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. In an attempt to resolve the low bg level, the customer consumed doughnuts. On (B)(6) 2017, the customer went to the hospital and was treated with oral glucose. Reportedly, the treatment resolved the issue and there was no permanent damage to the customer. Review of the pump data showed that the basal delivery was running as intended. Additionally, during review of the bolus history, the nurse was able to confirm the food boluses for the day leading up to the hospitalization. However, the contact was unable to confirm two boluses that had been delivered on (B)(6) 2017. Review of the pump data logs showed that three bolus requests were programmed and delivered between 9:13 a.m. And 9:22 a.m, and two of those bolus requests were 1 unit override boluses. Then, the screen was unlocked prior to the insulin delivery being resumed. The contact was satisfied with the information provided.